Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted customer care to speak with a clinician after observing a low glucose value of 58 mg/dl on their dexcom g7 overnight, which the user did not treat and only noticed in the morning; troubleshooting education regarding potential sensor compression was offered, but the user declined further discussion and requested escalation. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a review of the glucose report and provision of general low-glucose education and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and no device component issue, with the event consistent with an unexplained hypoglycemia report where compression artifact was discussed but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.